Manufacturer narrative:
Insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, and reservoir tube lip completely broken off. The test reservoir did not lock in properly. Unit was also received with minor scratched and cracked display window, missing end cap sticker. The insulin pump passed the self-test. No missing segment/partial display noted.

Event description:
The customer reported via phone call that the reservoir was slipping out of the insulin pump. A piece broke off the top of the insulin pump's reservoir chamber. Customer's blood glucose level was 168 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.